Event description:
When withdrawing the basket the wire frayed on both devices. A piece of gold material broke off into the patient. All pieces were retrieved. Patient discharged home. Product sent to materials management for follow up.